Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus; however, customer did not eat and then went swimming. Customer's blood glucose (bg) was 50 mg/dl and juice was consumed to address bg. Contact reported pump was functioning as intended.